Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and the trailing haptic broke off in the cartridge. The surgeon cut the lens to remove it. Another same type lens was implanted with no pt injury. This is one of two incidents that occurred to this same pt. See manufacturer report number 2023826-2008-00140 for the other report.

Manufacturer narrative:
Results - a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. The lens is tron in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion- an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.